Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the insulation on the jaw wire was damaged on both sides, with exposed wire on one side. The reported condition was confirmed. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of slicing damage. An additional failure was noticed. The device was activated multiple times in different positions on a saline soaked towel. The device failed intermittently. The investigation found that the device would self-activate when shaken. An inspection of the switch found a smashed switch dome, which allowed the purple button to have added movement, causing self-activation failures. A review of the manufacturing process shows that this component is visually checked at four different stations in the product line and concluded that the failure was not caused in the shanghai manufacturing facility. One possibility is that if the device dropped in such a way that the switch takes the brunt of the impact, the switch dome gets smashed down. The investigation identified the cause of the reported event to be an user error. The additional failure is probably due to a component failure. The instructions for use (IFU) states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gynecological laparoscopic surgery, the device had an exposed wire on the jaws and it broke on both sides of the clamp electrode. A new device was used to complete the case. No patient injury.